Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional omnilink elite is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the target lesion was in the mid left external iliac artery with heavy calcification. The first omnilink elite stent was advanced through the 45 cm non-abbott introducer sheath. The label of the sheath mentions inner diameter of 2.21 mm and according to the label of the omnilink elite, a sheath with inner diameter of 2.2 mm is necessary. However, the stent became stuck in the non-abbott sheath at the area of the bifurcation. Resistance was noted during retraction of the omnilink elite device out of the sheath. Upon removal, outside the patient anatomy, the stent implant appeared crushed. A new omnilink elite stent of the same size was selected (lot# 737011). It was advanced without a sheath towards the target lesion. The omnilink elite system became stuck in the bifurcation and was unable to be advanced forward. Therefore, the physician began to retract the system and during retraction, the stent dislodged into the right external iliac artery. The dislodged stent was attempted to be retrieved using a snare and a 10 mm non-abbott balloon. But the non-abbott balloon could only be advanced half way through the dislodged stent and could not be moved further. The physician decided to inflate half of the stent implant with the 10 mm non-abbott balloon. Then the non-abbott snare could not be retracted from the stent implant. A new omnilink elite stent (10 x 39mm x 80cm) was used via retrograde access from the left common femoral artery to treat the target lesion successfully. Then the patient underwent surgery to remove the snare. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and resistance with the other device was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device and cine review of the procedure, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.